Event description:
Dr did a meter and lab comparison test on unidentified pt. Dr's meter (capillary) result was 310 mg/dl. A venous sample sent to the lab resulted 246 mg/dl. Tests were completed within 10 mins. There were no symptoms. Confirmation dot was checked for enough blood. A control solution test was not performed due to lack of control solution. Dr randomly sends pt's blood to lab to check against meter reading results taken in the office.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8